Event description:
It was reported that the patients spinal cord stimulation (scs) leads have pulled completely out of the epidural space. X-ray revealed that the leads had migrated. The patient underwent revision procedure wherein the leads were explanted. Additional information was received that the patient was implanted with magnetic resonance imaging (MRI) compatible leads and patient was doing well postoperatively. The explanted devices were discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2022 based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7077156/ 7082925/ 7079425.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads have pulled completely out of the epidural space. X-ray revealed that the leads had migrated. The patient underwent revision procedure wherein the leads were explanted.